Manufacturer narrative:
Evaluation summary: visual inspection of the cartridge revealed that the reload had a full staple complement and that the buttress had been torn from the proximal and distal ends on both the anvil and cartridge side. Functionally, the reload was loaded into a pmv instrument and applied to test media with proper transection and staple formation. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during stomach resection in laparoscopic sleeve gastrectomy, the device was unable to fire and locked on tissue. It was removed by opening the jaws normally. The surgeon was able to press the green button and was able to squeeze the handle. There was no patient injury.